Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid (hydromorphone) (7.5 mg/ml at 2.3 mg/day) and bupivacaine (6.7 mg/ml at 2 mg/day) via an implantable pump. The patient used intrathecal pain medication for chronic pancreatitis. The patient's concomitant medications included oxycodone (2 dd 10 mgr). It was reported the patient heard the pump beep every 10 minutes a few days after refilling the pump. Interrogation of the pump and checking the logs showed motor stall. Stall occurred on (B)(6) 2018 at 18:52, lasting for 12 hours. Another stall occurred on (B)(6)2018 at 18:55, lasting for 1.5 hours. Another stall occurred on (B)(6) 2018 at "09:26 h till now." There were no discrepancies in residual volume. The patient eventually received oral pain medication due to increased pain complaints. The pump was programmed to minimum rate and alarms silenced. The pump was replaced on (B)(6) 2018. The catheter remained in situ. The issue was resolved. When prompted for contributing factors to the event, the response was, "n/a." The patient status was alive - no injury. The pump would be returned. No further complications were reported or anticipated. The patient's medical history follows. In 1990, the patient had pancreatitis. An operating room procedure was performed in mallorca, where they removed a part of the pancreas. The patient had chronic pancreatitis after alcohol abuse. In 1991, the patient had a relaparotomy because of "akestoom." In 2001, the patient was in a car accident and experienced a facial fracture and wrist fracture on the left side. In 2006, the patient had a pancreaticojejunostomy and postoperatively an ileus. Also in 2006, the patient had "policontrols aig started with insulin (oral medication discontinued)." In 2007, the patient had splanchist denervation. In 2008, the patient experienced bladder retention. It was stated the patient was familiar with chronic obstructive pulmonary disease (copd). The patient had pain complaints of their leg. The patient also had piriformis syndrome (neurological, for which no good explanation could be found). As of 2018-jun-14, the hcp was still in possession of the pump. The representative stated they would likely return the product sometime the week after 2018-jun-14. No tracking details or courier details were available yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train. Analysis identified wearing on the lower shaft of gear two. If information is provided in the future, a supplemental report will be issued.